Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, prior to insertion the tip was smoking on the hemopro. The device and cable were replaced. The same t.w. Power supply was used to complete the case. The hospital did not report any effects. Refer to MFR report number 2242352-2015-00201 and 2242352-2015-00202 for the second and third complaint.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).